Event description:
It was reported that during a laparoscopic cholecystectomy the clips did not close completely. Also, stated that pt had lost significant blood post-op. Reoperated on pt to determine source of blood loss and found that they were bleeding from cystic artery. 2-3 clips had been placed on the cystic artery during the original lap chole. Pt was "opened" for the subsequent procedure.